Manufacturer narrative:
Further investigation rejected by the customer. There will be an appointment with a third party expert. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
By raising the pt, the jib with seat dropped down un-braked. The pt suffered bruising and shock; they were hospitalized, but the facility did not release any other information.